Manufacturer narrative:
Correction: in review, of medwatch 2648035-2018-00778, it was determined the initial report was not an adverse event or product problem, however, was inadvertently sent. It was determined that the lens was removed/replaced within the initial procedure and there was no patient injury or complication reported. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2018-00778 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. However, it was reported that the event occurred sometime in the beginning of (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 11.5 diopter lens was implanted in the patient's operative eye at one point in time and was later explanted on a different surgical date. Reportedly, the event ''would have been around the beginning of (B)(6) 2017, however, this doesn't explain if this date pertains to the implant or explant date. No additional information was provided.